Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation. Therefore no root cause can be established

Event description:
The customer reported transducer fault alarm on the vela ventilator. The customer confirmed that there was no patient involvement associated with the reported event.